Event description:
It was reported that a cartridge alarm occurred during the load sequence as well as insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.